Event description:
On (B)(6) 2012, the patient reported at 5:30pm her blood glucose was 280mg/dl and took a 4.6 bolus for carbohydrate and blood glucose correction. The patient ate at 6:30pm (bg not tested at that time). At 7:45pm, she retested and obtained a reading of 286mg/dl. The patient claimed, she entered bg reading into pump and it recommended a correction bolus of approximately 3 units. The patient claimed she took 2.5 units instead of the recommended dose. At 9:15pm, the patient retested and obtained a bg of 71mg/dl. The patient stated, she treated with candy (30 cho). Fifteen minutes later, the patient reported feeling sweaty and shaky. When she tested her bg was 51 mg/dl and treated with another 30 grams of carbohydrates. The patient confirmed no medical intervention was required. At 10pm that evening her bg was 145mg/dl. At the time of troubleshooting, the patient informed the customer service representative that she is always active. The patient confirmed date/time settings correct. When pump history was reviewed, the patient also confirmed that basal and bolus settings were correct. Tdd added up correctly. The patient denied air bubbles or leakage. This complaint is being reported due to possible use error and because the patient allegedly had symptoms suggestive of hypoglycemia after she took insulin via the insulin pump.

Manufacturer narrative:
The pump was returned to animas for evaluation. The results of the investigation were as noted: reboots are observed in the black box. There are no alarms related to the complaint in the alarm history. Daily insulin delivery totals correctly reflected the user's programmed basal rates. The date of the reported high bg is (B)(6) 2011. Pump histories indicate the pump was in use until (B)(6) 2011. No data in the black box or download histories from the time of the reported high bgs due to continued patient use. No damage was found to the battery cap or battery compartment. The battery cap was able to attach securely to the pump. Pump powers on normal with no alarms. A 29 hour flow accuracy test was performed on the pump. Pump passed flow accuracy test and was found to be delivering within the required specifications. No power issues or alarms occurred during testing. A battery cap contact test was performed; no battery cap connection defects were observed. The pump was opened and no damage was found to the power circuit.